Event description:
It was reported that, pre-operatively, when the team connected and turned on the endoscope, a message appeared stating, endoscope failure, please restart the endoscope after restarting the endoscope, it worked properly. There was no patient involvement. No negative impact in state of health reported. Version bb the rationale was adjusted/corrected and product code "fet" as well as both relevant risk files were added and reviewed. This led to a change of the reporting obligation from "not reportable" to "reportable".

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).